Event description:
The pt reportedly experienced an electro static discharge event while going down a slide. Since then, the pt experiences a chocking sensation and pain while using the device. The pt refuses to use her device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.